Event description:
It was reported that the patient was having periodic seizure-like activity for several months, up to a year prior with symptoms gradually worse 4-6 months prior. The seizure-like activity would happen 12-24 hours after a refill but also mid-refill cycle too; and mentioned it happened 1 time every 2 weeks. It was noted that volume discrepancies were within specification. The physician was asking about possible tissue growth at the tip of the catheter that may be causing bolusing of medication sporadically. They want to do diagnostics and planned to run several tests on the patient. No dye study was done today but they were able to aspirate over 1 cc of cerebrospinal fluid (csf) from the catheter access port (cap). They were trying to determine the cause of this seizure-like activity and they weren¿t sure if it was drug related or otherwise. They switched from lioresal to gablofen about 6 months ago. Additional information received reported the start date of gablofen intrathecal was (B)(6) 2015. The other medications the patient was taking at the time of event included artane, trileptal, prilosec, zofran, miralax, flovent, and dulcolax. In regards to the volume discrepancy, the actual residual volume (arv) was greater than the expected residual volume (erv), arv: 8.0 ml and erv: 6.2 ml. The cause of the discrepancy was unknown. The patient was currently receiving a work-up of the pump/catheter malfunction vs seizure disorder. It was unknown what the event was attributed to. Troubleshooting, interventions or other actions taken to mitigate or resolve the event included normal side port access. The patient was going for bolus trial by implanting surgeon, further work up was pending. As of the date of this report, the patient returned to baseline function after resolution of the recent seizure. Additionally, emesis occurred for 2 days. The patient had intermittent episodes of vomiting and tone whose mentation resolves after three days. Per logs provided, the pump was examined on (B)(6) 2014 and prior to then, was last changed on (B)(6) 2014. The pump delivered baclofen intrathecal (2000 mcg/ml) at a dose rate of 792.9 mcg/day in flex dosing mode. The daily dose was increased 2% on (B)(6) 2014 (from 792.9 mcg/day to 807.2 mcg/day) and there was no change to the concentration of the baclofen. On (B)(6) 2015, the baclofen concentration was changed to 1000 mcg/ml and the pump was programmed to deliver 797.4 mcg/day.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).